Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released the reported complaint that the band became stuck to the autopulse nxt platform sn (B)(6), resulting in a grinding noise, was confirmed in the archive data but not confirmed during functional testing. The likely root cause of the complaint was the outer sheet material of the band becoming caught in the band guard. This interference may have also caused the band belt to jam in the platform's winch shaft, leading to a grinding noise and not detecting the band during take-up. A review of the archive data showed occurrences of fault 1210 (fault_motor_sensor_low_during_compres): motor current too low during compression hold occurred on the reported event date, related to the reported complaint. This fault indicated that no patient/ weight (band open, basically not compressing) during take-up/sizing. The autopulse nxt platform passed preliminary functional testing without any fault or error. The nxt platform passed the compression test using a medium zoll torso fixture (mztf) with a fully charged known-good nxt battery without any fault codes or errors. Belt tension on both sides was checked and verified to be above 55n, within specification. After completing all verification steps and conducting tests, the platform functioned correctly and performed as expected. The fault was not replicable during testing. Following service, the nxt platform passed final tests without issues.

Event description:
The customer reported that during a morning device check, the band became stuck to the autopulse nxt platform sn (B)(6), resulting in a grinding noise. The band was manually removed. The customer stated that although the motor now runs, it no longer tightens the band. No patient involvement.